Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), respiratory failure, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of the hypoxic respiratory failure was respiratory syncytial virus (rsv) pneumonia. The death was not considered to be device related and the device operated as expected.

Event description:
It was reported that the patient passed away due to hypoxic respiratory failure. No autopsy was performed and it was unknown if the device would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.